Event description:
It was reported that while in the cath lab the 8 fr / 40 cc intra-aortic balloon (iab) was inserted through a sheath into the femoral artery. "After insertion into the aorta, the iab did not work." As a result, another iab was inserted. There were no reported patient complications and the patient outcome is listed as "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.